Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Exact month and day of the implant was not provided, only year of 2007.

Event description:
It was reported that the patient had an unknown realize band removed due to the fact that it had eroded into her stomach. The patient is recovering from surgery at this time.

Manufacturer narrative:
(B)(4). Corrected data = type of reportable event.

Manufacturer narrative:
(B)(4). Corrected data = product code = rlzb22. The rlzb22 device, band/balloon and 43 cm catheter with catheter connection and suture loop on the lock indicator or diamond was received. The device was received with dry blood or fluids; the band was all red in color. The band was damaged on a fold line. No functional test can be performed on the device due to the damage on the balloon. No conclusion could be reached as to what may have caused the reported incident. As no lot or batch was provided for the product, we were unable to check manufacturing records for any related non-conformance.